Manufacturer narrative:
This report was created in error. Ths event has been reported under (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for father via phone call the insulin pump alarmed no delivery and had high blood glucose level. The customer¿s blood glucose level was 592 mg/dl and yesterday it was 579 mg/dl. Customer reported that blood glucose was over 300 mg/dl when this issue began. Customer decline troubleshooting for high blood glucose level. Customer stated that they are in doctor office. The insulin pump will be returned for analysis.